Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient's implantable stimulator pocket was slightly open and infected, was a new implant. Had not healed completely and steri strips were placed over implant incision area after a meeting with the surgeon. No further patient symptoms or complications were reported in this event.